Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. The device was not returned to olympus for evaluation. The original equipment manufacturer (OEM) performed a DHR and found the lot was built to manufacturing specifications and met manufacturing requirements prior to shipment. The OEM reported that a comprehensive investigation could not be performed due to the device not being returned. Therefore, without having the device to evaluate, a root cause cannot be conclusively determined. However, the OEM reported that a potential contributing factor is too much tension applied on the deployment cord. The OEM reported that an over rotating of the handle during band deployment can cause this type of tension. The instructions for use under "system preparation" states ¿during device setup, there is a note that states "putting too much tension on the deployment cord can cause premature band deployment". In addition, the OEM performed a review of the complaint history and found no other observations related to "bands falling into patient during scope removal". The OEM reported that the possibility of a band falling off into a patient is considered rare. The OEM will continue to monitor for complaint trends of this type. No further action is required.

Event description:
Olympus was informed that at the conclusion of the procedure, while withdrawing the scope one of the bands fell off into the patient. The band was retrieved from the patient. There was no patient injury reported.